Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that unspecified bd¿ syringe leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Lot number unknown; therefore lot history check and device history record review could not be performed. No root cause can be determined as no samples were received.

Event description:
It was reported that unspecified bd syringe leaked. No serious injury or medical intervention was reported.